Event description:
Medtronic received information that prior to the implant of this 34 millimeter (mm) transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed during a 22 millimeter (mm) non-medtronic balloon (ospyka vacs iii). The delivery catheter system (dcs) valve load was confirmed via visual, tactile, and fluoroscopic methods with no misload identified. The valve was loaded one time. At first deployment, an infold of the valve was observed. The valve was recaptured within the delivery catheter system (dcs) and the system was removed from the patient. Per the physician, there was nothing in terms of patient anatomy no calcification that contributed to the infold. However, an additional pre-dilation was performed with a 24mm non-medtronic (vacs iii) after the infolded valve and dcs were removed from the patient. Thereafter, a different dcs successfully implanted a different 34mm valve. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: the suspect complaint was received inside its original packaging and jar filled with clear solution at medtronic¿s quality laboratory. Visual analysis showed all leaflets were flexible and intact. All leaflets were in the closed position with a slight gap between leaflets 1 and 3. All commissures were intact. The valve was then placed in a cold saline bath to perform loading simulation per instructions for use (IFU). Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve; no visual or tactile anomalies were noted. The valve was deployed in a warm saline bath. The deployment knob was rotated to expose the valve at the inflow. The valve continued to be deployed up to the point of no recapture; no anomalies were noted. The valve was fully deployed; no issues were noted. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery catheter system (dcs). During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, the valve was reported to have been loaded successfully. This event does not indicate device misuse. Section d references the main component of the system. Other medical products in use during the event include: product ID d-evprop34 (lot: 0011112059); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.